Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that high capture thresholds were observed on the right ventricular lead. The lead was explanted and replaced. The patient was stable after the procedure.

Event description:
New information received notes that clavicular crush was also noted on the right ventricular lead.

Manufacturer narrative:
The reported events of high capture threshold and clavicular crush were not confirmed in the laboratory. Final analysis found the complete lead was returned in one piece measuring 64.3 cm long. Surgical damages were observed on the lead. Analysis was otherwise normal. No anomalies were found.